Manufacturer narrative:
This report is for unknown locking screws. Partial part number is 04.005.6xx. Lot number is unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of a spiral blade and a locking screw from right ankle¿s hindfoot nail, as the spiral blade was sticking out of posterior calcaneus while the locking screw was sticking out of posterior heel. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient status is unknown. Concomitant device reported: unknown hindfoot arthrodesis nail (part#: 04.008.xxx, lot#: unknown, quantity# 1). This complaint involves two (2) devices. This report is for one (1) unknown locking screws (part# 04.005.6xx). This is report 1 of 2 for (B)(4).